Event description:
It was reported that the pt's vision became poor due capsule contraction noted post implant. The lens was explanted and replaced with another lens of different model. The pt's prognosis was reported as "good". This report pertains to the pt's left eye.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.